Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini matrix was not opening correctly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini matrix drawer had failed to open properly. A field service engineer inspected mini drawer 5, tested it using the hardware test application (hta), discovered that it was slipping pockets, replaced the mini engine, and tested again in hta to confirm proper advancement. The registered pharmacist (rx) tested the functionality in the application and verified correct operation. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.